Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Device testing revealed the device is non-functional. Revision surgery is scheduled.